Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The pm pcba was installed in an fi test ventilator. An attempt to power up the test ventilator from ac and deliver breaths failed. Though the ac led indicator turned on, the test ventilator generated multiple error codes: 111b, 1104, 1115 and 1201. During debugging the r31 (resistor) was found with open solder cracks not making contact with the trace. R31 on the pm pcba was resoldered to the trace. The pm pcba was reinstalled in the fi test ventilator. The test ventilator powered up into normal ventilation mode and delivered breaths. The ac led indicator turn on and no diagnostic error codes were generated. The ventilator operated for two hours during which time post was executed 15 times without generating any failures. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The open r31 solder crack not making contact with the trace on the pm pcba created, 111b, 1115, 1201 and 1104 error codes.

Event description:
The customer reported the ventilator would start and after a few minutes it did not work anymore. There was no patient involvement.